Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient presented with discogenic pain at the l5-s1 segment. Per the op notes, the patient ¿has been plagued with severe low back pain¿ she had a discogram that demonstrated severe discogenic pain at l5-s1.¿ the patient underwent an alif anterior fusion l5-s1 and posterior pedicle screw instrumentation using posterior instrumentation, interbody device, rhbmp-2/acs, and morcellized allograft. Bmp was placed within the interbody device. There were no noted complications. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.